Event description:
It was reported to boston scientific corporation that a gold probe was to be used for an upper endoscopy performed on (B)(6) 2012. According to the complainant, while preparing for the case, the gold probe was tested and failed to conduct electrical current when plugged into the adapter cable. Reportedly, the connection between the device and the adapter plug had to be held together in order for the device to perform. Several bsc adapter cables were then tried; however, no electrical current was able to be conducted. The case was successfully completed using another gold probe along with the original generator/adapter cable. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an gold probe was to be used for an upper endoscopy performed on (B)(6) 2012. According to the complainant, while preparing for the case, the gold probe was tested and failed to conduct electrical current when plugged into the adapter cable. Reportedly, the connection between the device and the adapter plug had to be held together in order for the device to perform. Several bsc adapter cables were then tried; however, no electrical current was able to be conducted. The case was successfully completed using another gold probe along with the original generator/adapter cable. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. After performing the product analysis, the device is within specifications. Product analysis could not confirm the deficiency reported by the customer.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4): failed to deliver energy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.